Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014 one 3.5x28 mm absorb scaffold was implanted in the proximal left anterior descending coronary artery. Betablocker medication was discontinued and the condition resolved. On (B)(6) 2016 the patient was re-admitted to the hospital with shortness of breath and cardiac chest pain, classified as unstable angina. The patient had reduced exercise tolerance and a positive exercise stress test. There was no additional information provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that coronary artery bypass graft surgery was performed on (B)(6) 2016 to treat scaffold restenosis in the left anterior descending coronary artery. Medications (nitroglycerin spray and gaviscon) were also given for the chest pain. The chest pain resolved after the surgery. There was no additional information provided.